Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)-2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating "), menstrual disorder ("changes to menstrual cycle "), dyspareunia ("dyspareunia "), genital haemorrhage ("heavy / abnormal bleeding ") and tooth disorder ("problems with teeth ") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6)-2020. At the time of the report, the pelvic pain, abdominal distension, menstrual disorder, dyspareunia, genital haemorrhage, tooth disorder and weight increased had resolved. The reporter considered abdominal distension, dyspareunia, genital haemorrhage, menstrual disorder, pelvic pain, tooth disorder and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)-2021: essure insertion and removal dates added. Event injury was replaced by bloating, changes to menstrual cycle,dyspareunia, heavy/abnormal bleeding, localised pain, problems with teeth, weight gain. All events were recovered. Case upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("localised pain") in an adult female patient who had essure inserted (lot no. B06097) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of gravida ii, parity 2, vaginal discharge, post coital bleeding and heavy periods. Previously administered products included: mirena. Concurrent conditions were listed as bloating, abdominal pain and back pain. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), abdominal distension ("bloating"), menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia"), genital haemorrhage ("heavy / abnormal bleeding") and tooth disorder ("problems with teeth") and was found to have weight increased ("weight gain"). Essure was removed on (B)(6) 2020. The patient was treated with surgery (hysterectomy). At the time of the report, all of the events had resolved. The reporter considered abdominal distension, dyspareunia, genital haemorrhage, menstrual disorder, pelvic pain, tooth disorder and weight increased to be related to essure administration. The reporter commented: discrepancy noted regarding essure insertion date (B)(6) 2014. Patient underwent outpatient hysteroscopic sterilization, the indication being the desire for permanent fertility control. The procedure was carried out uneventfully. Diagnostic results (normal ranges are provided in parenthesis if available): [histology] on (B)(6) 2020: histology report - clinical information: pelvic pain following sterilization. Macroscopic description: a. Pale soft to firm fragment of tissue 12x7x4mm. There is some congestion with possible small tiny. Cyst. Bisected and all processed block al. B. Right plus left fallopian tubes: fallopian tubes x2 with congested fimbria ends 110 mm by up to 7mm each ts reps plus fimbrial end all processed blocks b1 and b2. Second tube processed in b3 and b4 fimbrial end all processed ts reps tube, further tss in b5 x3. C. Uterus: morcellated fragments of uterine tissue weighing 58g. No significant abnormality noted. C1-c3 tss reps myometrium and endometrium. Microscopic description: a. Benign endometriosis and associated dystrophic calcification is confirmed. B. Normal fallopian tubes. C. This shows secretory endometrium and adenomyosis. There is no chronic endometritis or malignancy [ultrasound pelvis] on (B)(6) 2015: correct placement of micro insert confirmed / both micro-inserts were recorded on a single transverse image. The proximal ends were visualized distal to the endometrium, with a linear axis within the myometrium in the cornua, and visualized crossing the utero-serosal tubal junction. Conclusion: both micro inserts are satisfactory located. Lot number: b06097, manufacture date: 2013-02, expiration date: 2016-02-29. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-oct-2022: medical records received. Reporter's information was updated and a new reporter was added. Patient's information (initials) was updated and medical history were added. Lab data information and essure indication were provided. Additional insertion details were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain') in a female patient who had essure (batch no. B06097) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia"), genital haemorrhage ("heavy / abnormal bleeding") and tooth disorder ("problems with teeth") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal distension, menstrual disorder, dyspareunia, genital haemorrhage, tooth disorder and weight increased had resolved. The reporter considered abdominal distension, dyspareunia, genital haemorrhage, menstrual disorder, pelvic pain, tooth disorder and weight increased to be related to essure. Lot number: b06097 manufacture date:2013-02 expiration date 2016-02-29. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-nov-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("localised pain") in an adult female patient who had essure inserted (lot no. B06097) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of fatigue, weight gain, gravida ii, parity 2, vaginal discharge, post coital bleeding and heavy periods. Previously administered products included: mirena. Concurrent conditions were listed as weight gain, vaginitis chlamydial, polycystic ovarian syndrome, overweight, bloating, abdominal pain and back pain. Concomitant products included levest [ethinylestradiol;levonorgestrel] and microgynon (ethinylestradiol + levonorgestrel). On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2020. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), abdominal distension ("bloating"), menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia"), genital haemorrhage ("heavy / abnormal bleeding"), tooth disorder ("problems wiht teeth") and mental disorder ("psychological issues") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy.). At the time of the report, the pelvic pain, abdominal distension, menstrual disorder, dyspareunia, genital haemorrhage, tooth disorder and weight increased had resolved. The outcome of mental disorder was unknown. The reporter considered abdominal distension, dyspareunia, genital haemorrhage, menstrual disorder, mental disorder, pelvic pain, tooth disorder and weight increased to be related to essure administration. The reporter commented: discrepancy noted regarding essure insertion date ((B)(6) 2014 and (B)(6) 2014). Patient underwent outpatient hysteroscopic sterilization, the indication being the desire for permanent fertility control. The procedure was carried out uneventfully. Diagnostic results (normal ranges are provided in parenthesis if available): [histology] on (B)(6) 2020: histology report clinical information: pelvic pain following sterilization. Macroscopic description: a. Pale soft to firm fragment of tissue 12x7x4mm. There is some congestion with possible small tiny. Cyst. Bisected and all processed block al. B. Right plus left fallopian tubes: fallopian tubes x2 with congested fimbria ends 110 mm by up to 7mm each ts reps plus fimbrial end all processed blocks b1 and b2. Second tube processed in b3 and b4 fimbrial end all processed ts reps tube, further tss in b5 x3. C. Uterus: morcellated fragments of uterine tissue weighing 58g. No significant abnormality noted. C1-c3 tss reps myometrium and endometrium. Microscopic description: a. Benign endometriosis and associated dystrophic calcification is confirmed. B. Normal fallopian tubes. C. This shows secretory endometrium and adenomyosis. There is no chronic endometritis or malignancy [ultrasound pelvis] on (B)(6) 2015: correct placement of micro insert confirmed / both micro-inserts were recorded on a single transverse image. The proximal ends were visualized distal to the endometrium, with a linear axis within the myometrium in the cornua, and visualized crossing the utero-serosal tubal junction. Conclusion: both micro inserts are satisfactory located lot number: b06097 manufacture date:2013-02 expiration date 2016-02-29. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: medical record received. New event psychological issue added. Medical history, reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain') in a female patient who had essure (batch no. B06097) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia"), genital haemorrhage ("heavy / abnormal bleeding") and tooth disorder ("problems wiht teeth") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal distension, menstrual disorder, dyspareunia, genital haemorrhage, tooth disorder and weight increased had resolved. The reporter considered abdominal distension, dyspareunia, genital haemorrhage, menstrual disorder, pelvic pain, tooth disorder and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 8-nov-2021: lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia"), genital haemorrhage ("heavy / abnormal bleeding") and tooth disorder ("problems wiht teeth") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal distension, menstrual disorder, dyspareunia, genital haemorrhage, tooth disorder and weight increased had resolved. The reporter considered abdominal distension, dyspareunia, genital haemorrhage, menstrual disorder, pelvic pain, tooth disorder and weight increased to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.